Event description:
It was reported that ametycine leaked from the bd phaseal¿ optima injector (n35-o) when connecting the syringe, splashing into the user's eye. A visit to the ophthalmologist and occupational medicine was required as a result. The following information was provided by the initial reporter, translated from french to english: "when connecting the syringe, drip at the spike / syringe connection, splashing ametycine into the eye." "It is at the level of the tip that connects to the spike." "Was medical intervention necessary? - visit to ophthalmologist + occupational medicine to come."

Manufacturer narrative:
Correction: the catalog and lot numbers have been provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that ametycine leaked from the bd phaseal¿ optima injector (n35-o) when connecting the syringe, splashing into the user's eye. A visit to the ophthalmologist and occupational medicine was required as a result. D.1. Medical device brand name: bd phaseal¿ optima injector (n35-o). D.2. Medical device catalog#: 515052. D.2. Medical device lot#: 2104304. D.4. Medical device expiration date: 2023-09-30. D.5. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 2021-04-22.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ametycine leaked from the bd phaseal¿ optima protector (p20-o) when connecting the syringe, splashing into the user's eye. A visit to the ophthalmologist and occupational medicine was required as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "when connecting the syringe, drip at the spike / syringe connection, splashing ametycine into the eye." "It is at the level of the tip that connects to the spike." "Was medical intervention necessary? Visit to ophthalmologist + occupational medicine to come."

Manufacturer narrative:
Investigation summary: photo received for investigation, upon observation one optima injector connected to a syringe filled with air and at the same attached to an optima protector. No leakage can be observed on picture received. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on the available information we are not able to determine a root cause at this time. According to the instructions for use, when the injector is connected to an infusion line for IV infusion, the total activation time of the injector with the connector should not exceed 24 hours. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that ametycine leaked from the bd phaseal¿ optima injector (n35-o) when connecting the syringe, splashing into the user's eye. A visit to the ophthalmologist and occupational medicine was required as a result. The following information was provided by the initial reporter, translated from french to english: "when connecting the syringe, drip at the spike / syringe connection, splashing ametycine into the eye" "it is at the level of the tip that connects to the spike." "Was medical intervention necessary? - visit to ophthalmologist + occupational medicine to come"

Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon observation one optima injector connected to a syringe filled with air and at the same attached to an optima protector. No leakage can be observed on picture received. A device history review was performed for reported lot 2104304, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Ten retained samples from the same lot were evaluated, no defects or issues observed. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues or leakage were found on the injector. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. These tests include visual inspections along with leakage testing and flow rate, all records were reviewed for the reported lot and results were found to be acceptable. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that ametycine leaked from the bd phaseal¿ optima protector (p20-o) when connecting the syringe, splashing into the user's eye. A visit to the ophthalmologist and occupational medicine was required as a result. The following information was provided by the initial reporter, translated from french to english: "when connecting the syringe, drip at the spike / syringe connection, splashing ametycine into the eye." "It is at the level of the tip that connects to the spike." "Was medical intervention necessary? Visit to ophthalmologist + occupational medicine to come."